Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of stimulation sensation following a fall. Specifically, he fell over some pallets at work and "jerked" his back. He was still working but in great pain. The pt could not adjust his stimulation and was getting a poor communication screen on his pt programmer. He was not able to communicate with the device using his recharger although it was fully recharged last week. The pt was re-directed to his healthcare professional. Follow up info indicated that the pt spoke with the company rep and was able to get the device recharged and reprogrammed to provided good pain stimulation coverage. It was reported that the pt was satisfied with the system.